Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data showed high atrial sensing rates contributing to a drop in the longevity readings. No changes have been made as the battery status still shows nine and a half years remaining. At this time and the pacemaker remains in service and there were no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.